Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data or the lead itself become available.

Event description:
This lead was revised due to dislodgement approximately 40 days after the implantation. The lead remains implanted. Should additional information become available, this file will be updated.